Event description:
On (B)(6) 2011, a (B)(6), male patient with a history of a congenitally abnormal pulmonary valve underwent pulmonary valve replacement with a 21 mm trifecta valve off-label. The patient did initially well, but subsequently in (B)(6) 2014, the patient was found to have moderate to severe pulmonary valve stenosis with right ventricular hypertrophy. In (B)(6) 2015, the patient underwent pulmonary valve replacement using a 29 mm valve with a gortex patch enlargement of the pulmonary artery in the area of the valve. The patient is reported to be stable.

Manufacturer narrative:
An event of "pulmonary valve stenosis with right ventricular hypertrophy" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the instructions for use, the trifecta¿ valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve.